Manufacturer narrative:
E1 - establishment name - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noisy image during inspection for use, involving olympus gastrointestinal videoscope. There were no reports of patient involvement.